Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device showed signs of repeated use (nicked/gouged) and the device was fractured. Dimensional analysis determined that the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during kit inspection at the distribution warehouse, the articular surface provisional was identified to be fractured. Attempts have been made, however, no additional information is available at this time.